Event description:
The user facility reported a 83-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp placed for a hrpci (high risk percutaneous coronary intervention) who had been turned down by surgeons. The support was placed and was for just under 1 hour when the pump was explanted. The patient had a pericardiocentesis done for an effusion of unknown cause. Md was not able to determine if either the wire or pump was the cause of the perforation.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed. The device was not returned for investigation. Based on the clinical details provided, the root cause of the ventricle perforation issue was not determined since product was not returned and insufficient clinical information provided to conclude anything.